Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, severely scratches on lcd window, scratched reservoir tube window and stained end cap sticker. Insulin pump received with a slightly bleeding lcd glass. No unexpected weak battery alarm noted. All operating currents are within specification. Off no power alarm function properly.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated they do not recall any significant events that led to the event but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).